Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was doing a right hip revision (revision was not of stryker product) and surgeon used screwdrivers under power which cause devices to fail. No adverse consequence to patient or user and case completed without any complications.

Manufacturer narrative:
An event regarding an damage (deformation) involving a straight shaft 6" torx driver hexalobular screwdriver tip was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the device confirms the reported event. The hexalobular driver tip is damaged (twisted). Examination with material analysis engineer confirms the damage (or deformation) resulted from torsional overload. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there has been no other events referenced for this lot. Conclusions: visual inspection of the device confirms the reported event, the hexalobular driver tip is damaged (twisted). This damage (or deformation) resulted from torsional overload.

Event description:
It was reported that surgeon was doing a right hip revision (revision was not of stryker product) and surgeon used screwdrivers under power which cause devices to fail. No adverse consequence to patient or user and case completed without any complications.